Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose level was 50 mg/dl. Customer declined troubleshooting and was working with health care professional on the issues. Customer states they tried to download the insulin pump and it was shows nothing. The insulin pump will not be returned for analysis.